Event description:
It was reported by the customer "on the afternoon of (B)(6), 2024, the catheterization nurse found that the front end of the sheath was folded and ruptured before the patient was placed in the micro-intubation sheath." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed a damaged microintroducer sheath. A split and some slight plastic deformation at the distal end of the microintroducer sheath can be seen in the returned photographs. There was no observed damage to the rest of the sheath length. No use residue was observed in the returned photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "on the afternoon of (B)(6) 2024, the catheterization nurse found that the front end of the sheath was folded and ruptured before the patient was placed in the micro-intubation sheath." No other information was provided.